Manufacturer narrative:
The heartmate 3 lvas was implanted during the(B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 10 months, 30 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient received an ICD shock on (B)(6) 2019. Interrogation equipment was found when patient was in ventricular tachycardia (vt). The issue had been ongoing since the lvad implant. Patient was on po aminodarone, on (B)(6) 2019, patient was brought to ep lab to undergo a ventricular tachycardia (vt) ablation. Patient was in hospital overnight and no signs of ventricular tachycardia (vt) presented. Patient was discharged on (B)(6) 2019 and was instructed to remain on po aminodarone. No further information was provided.

Manufacturer narrative:
Investigation conclusion: a direct correlation between the reported event and the device could not conclusively be determined through this evaluation. It was reported that patient received an ICD shock on (B)(6) 2019. Interrogation of equipment was done when patient was in ventricular tachycardia (vt). The issue had been ongoing since the lvad implant. The patient was on po aminodarone. On (B)(6) 2019, the patient was brought to ep lab to undergo a ventricular tachycardia (vt) ablation. The patient was in the hospital overnight and no signs of ventricular tachycardia (vt) presented. The patient was discharged on (B)(6) 2019 and was instructed to remain on po aminodarone. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.